Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a delay in information crossing from meditech to pyxis. A technical support specialist (tss) was informed that the issue was resolved hca by resending active directory messages from meditech to pyxis. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es information crossing from meditech to pyxis had been delay. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.